Event description:
Device issue: none. Adverse event: hypotension requiring medication. Onset of adverse event: during the procedure. It was reported via trial, that during a right internal carotid artery xact stenting procedure, after post-stent dilatation with a non-abbott device, the pt experienced hypotension and was treated with dopamine. Three days post procedure, the hypotension resolved and the patient was discharged to home. Although requested, there was no add'l info provided.

Manufacturer narrative:
(B) (4). (B) (4). Hypotension may occur during this type of procedure and is listed in the instructions for use, as a known potential adverse event associated with the use of the product. Based on available info, a definitive cause for the reported pt adverse effect and the relationship to the product, if any, cannot be determined; however, there is no indication of any product deficiencies which could have contributed to the outcome of the procedure.